Event description:
Patient presented to clinic for a follow-up. Device interrogation found sensing amplitude for right ventricular lead to be low. The lead was capped as capture thresholds were high.

Manufacturer narrative:
No medwatch form was received.